Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem the fse examined the system and determined that one side coupling block holes are smaller than the actual (holes m5 should be m6). As a part of repair activity, the fse replaced coupling block kit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code, evaluation method codes were corrected.

Event description:
It has been reported to philips that the equipment was down due to issue with the transversal guide of the flexmove. The system was not in clinical use at the time of the event. No harm has been reported to philips.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-06/05/2023-003-c, which addresses the causes associated with the reported malfunction.